Event description:
It was reported via clinic notes received that the patient was still having seizures daily, approximately 10-15, and needed the vns battery changed. It was previously stated in the notes that the patient was experiencing breakthrough seizures twice a week. The patient was referred for vns replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that patient underwent prophylactic generator replacement surgery. The suspect product was reportedly discarded. No further relevant information has been received to date.